Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended. Right ventricular (rv) lead capture cannot be confirmed on the presenting electrogram (egm). The most recent right ventricular automatic threshold (rvat) test shows the rv threshold at 4v (volts) with the programmed output fixed at 3.5v. The shock lead impedance has also decreased by 50 percent since implant from 45 ohms to 23 ohms. Further review of the rv lead is recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.